Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that patient¿s blood glucose on (B)(6) 2015 was unspecified below 40 mg/dl with no signs or symptoms of hypoglycemia. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s bolus settings were recently changed. During troubleshooting, it was reported that the pump¿s the time and date setting were set incorrectly. There was no allegation or indication of a pump malfunction. This complaint is being reported because the alleged health event was attributed to a use error.